Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapy, was not feeling stimulation, and was having accidents. The caller increased stimulation from 0.9v to 1.0v. The caller reported the patient couldn¿t feel stimulation the night before the report and was having accidents. The caller was wondering how high the patient should increase to and they increased to 1.5v where the patient was comfortable. The caller stated they would leave it there and see what happened. Troubleshooting was noted to resolve the issue and the caller was redirected to their healthcare provider if needed. No further complications were reported.